Manufacturer narrative:
Implant date is an approximation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced vomiting in (B)(6) 2017. The patient was hospitalized and underwent a CT scan. The doctor told the patient they were experiencing excessive drainage and had no brain fluid. It was stated the doctor recommended having the pressure setting adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause of the excessive drainage was unknown, but the issue had been resolved. The patient¿s status was noted as normal.